Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1555. It was reported during a trial procedure, high impedances were observed on multiple lead contacts. The physician completed the procedure w/o issue using a new lead.

Manufacturer narrative:
Eval: results: the complaint could not be confirmed. The lead was returned undamaged. The 3086 lead was tested and passed all functional tests. The lead functioned as designed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.